Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and reimplantation is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator. The patient was subsequently treated with topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.